Event description:
The customer reported the biomedical engineer stated that "since the (software) upgrade, there are no audio alarms anymore". No patient involvement was reported.

Event description:
The customer reported the biomedical engineer stated that "since the (software) upgrade there are no audio alarms anymore". There was no report of a death or serious injury. The device was used for patient monitoring when the problem was discovered.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.